Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced infusion set issue on (B)(6) 2026, since infusion set tubing became caught and adhesive removed and patient had high blood glucose level and managed by changing infusion site.